Event description:
During a preventative maintenance check, the device's pacer output was found to be out of the specified tolerance for the selected setting. There was no pt involvement in the reported failure.